Event description:
The device was explanted.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles and one opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.